Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a symptomatic abdominal aortic aneurysm. Implantation accomplished without problems, but a type 1 endoleak was observed. Aortic neck ballooned with a 25 mm balloon. Leak persisted. It was noted that a ring of calcium was preventing apposition and good proximal fixation. Pt was converted to open surgical repair. No sequelae were reported and the pt is reported to be fine.